Event description:
Films review show that the ipsilateral limb was placed on the right side. The contralateral limb overlapped the bifurcated gate to just below the flow divider. The contralateral limb was extended from just proximal to the gate, and distally approximately 2 stents beyond the contralateral limb. At the distal gate there were 3 overlapping components. No stent graft kinks or other issues were seen at the completion angiogram. Films were not provided at the occlusion event. The cause of the occlusion could not be determined. It is possible that the 2 -3 overlapping stent graft components may have contributed to the occlusion.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight months ago. Aneurysm morphology from the time of implant was not reported. The patient had a short neck and short iliac arteries (short length between the aortic bifurcation and the hypogastric arteries). There were no complications post implant. On an unknown date seven months post implant, the patient returned with an occlusion in the left limb at the overlap region between two iliac stent grafts. An embolectomy was performed to restore flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (short iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (short iliac arteries) exact date of event is unknown.

Manufacturer narrative:
Method: (film evaluation).